Event description:
During placement of an ICD, surgeon was cannulating the left cephalic vein using the plastic introducer to prevent damage to the vessel from the glidewire. The vein and central vasculature were successfully cannulated, after which the surgeon could no longer visualize the introducer. The introducer had been drawn into the vein, and currently remains in the pt's right upper pulmonary artery.